Manufacturer narrative:
A complete lead was returned in two pieces with the helix extended and clogged with blood. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.

Event description:
It was reported that right ventricular (rv) lead dislodged. The lead was explanted and replaced. The patient is in stable condition.